Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing separated or was torn apart at the occluder feet beneath the twist sleeve. The reported condition was verified. The cause of the condition could not be determined; however, there was evidence of staining inside the silicone tubing and around the threads of the main body. The tubing located beneath the twist sleeve had a brittle/stiffness characteristic texture. It is possible, these characteristics qualities could cause the silicone tubing to tear apart at the occluder feet location. The remainder of the tubing was the normal elasticity. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a peritoneal dialysis (pd) transfer set detached from the twist clamp; further described " the tubing completely detached from the plastic end, the main body, twist sleeve and female connecter". This event occurred when the patient was attempting to perform pd therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.